Event description:
Lasik procedure was done in 2007. Ok for a couple of days, then eyesight got progressively worse. Many follow-up treatments, later an "enhancement" was done to one eye. Eyesight has gotten progressively worse with that treatment also. Now they are considering doing a third treatment in a couple more months. Thousands of dollars spent and little improvement to vision.